Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had developed a lead fracture and displayed high rv defibrillation coil impedance and rv high pacing impedance. The lead was capped and replaced, and eventually the lead was extracted. No patient complications have been reported as a result of this event.